Manufacturer narrative:
Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years, eight (8) months due to fused leaflets and severe stenosis. The patient presented with severe shortness of breath. The lampoon/tmvr procedures was performed with a 29mm 9755rsl valve. The patient was discharged on pod #2.